Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement procedure, there was allegedly no blood return in the button and only air. It was further reported that the a crack was allegedly suspected. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bardport implantable port with an attached groshong catheter and cath-lock, one vein pick, one groshong catheter segment loaded to a tunneler, one syringe, two fully peeled 8.0fr peel-apart sheaths, two vessel dilators, one groshong catheter segment and two unsealed safety infusion sets were returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. Complete circumferential breaks were noted to both ends of the catheter segment. The port body was patent to both infusion and aspiration without issue. No leaks were observed during tests. Therefore the investigation is inconclusive for the reported air or gas in device and suction issues as the exact circumstances at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, there was allegedly no blood return in the button and only air was noted. It was further reported that a crack was allegedly suspected. Reportedly, the catheter was removed and replaced. There was no reported patient injury.